Event description:
Patient was implanted with an ams male sling, type unknown. Information received indicates the sling was removed sometime in 2007 because it did not resolve his incontinence and also noted infection. No further information was provided.